Event description:
Patient transferred from outside ed with a 6.5 cuffed endotracheal tube (ett) in place on (B)(6) 2016. Attempted to extubate patient on (B)(6) 2016 after deflating balloon. Ett could not be withdrawn and stayed engaged in the airway despite complete decompression of the balloon. An ent physician was consulted. A flexible fiberoptic laryngoscopy was performed and revealed the endotracheal tube to be in good position. Additionally, a flexible bronchoscopy through the patient's endotracheal tube revealed the tube to be in good position distally in the trachea. A decision was made to take patient to the operating room for attempt at ett removal in a controlled environment. An MRI was then taken to clear the cervical spine. The MRI revealed the presence of an inflated cuff. After review of MRI, patient was taken to the operating room where the balloon was cut off, the cuff was deflated and the ett was easily removed. Post removal of the ett, a laryngoscopy and bronchoscopy was performed and finding revealed a fairly unremarkable tracheobronchial airway. Patient tolerated the procedure well. Admitted from ed intubated after near drowning incident.